Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete even information. Further information was requested but not received.

Event description:
Related manufacturer reference number:1627487-2023-05647. It was reported patient lead had migrated due to impedance issue and ipg was inoperable. As such surgical intervention took place where the ipg and lead were explanted and replaced with new ones. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.